Event description:
It was reported that during a mildly tortuous, moderately calcified diagonal artery stenting procedure, a xience stent was implanted without difficulty. A nc trek balloon dilatation catheter was advanced for routine post-dilatation, but the nc trek bdc would not cross the xience stent and as the physician pushed the nc trek bdc to attempt to cross, the hypotube broke into two pieces. This nc trek bdc did not cross because it made contact with the implanted xience stent, implanted due to the 60 degrees angle of the vessel, not because of any issue with the stent, itself. The entire nc trek bdc was removed without difficulties. Reportedly, the xience stent was fully opposed to the vessel wall with implantation. A non-abbott 3.0 x 15 mm bdc crossed the implanted xience stent without difficulty to post-dilate the xience stent. Two more xience prime stents were implanted in the left anterior descending artery to complete the procedure successfully. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.